Manufacturer narrative:
The local area field representative was contacted for additional information regarding the initial reporter's first name. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Therapy was exhausted and a pacemaker mediated tachycardia (pmt) episode was stored. Technical services (ts) recommended programming changes. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Therapy was exhausted and a pacemaker mediated tachycardia (pmt) episode was stored. Technical services (ts) recommended programming changes. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this crt-d delivered atp and shocks due to atrial or sinus driven rhythm with possible rapid ventricular response (rvr) due to atrial arrhythmia. Therapy did not convert the patient's rhythm. Technical services (ts) reviewed device data and noted that therapy was delivered due to programmed settings. No additional adverse patient effects were reported. This device remains in service.